Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced hypotension and a pericardial effusion. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave was selected for use. The physician gained groin access and transeptal using non-boston scientific devices. Pulmonary vein isolation was completed on the left superior pulmonary vein (lspv), left inferior pulmonary vein (lipv), and right inferior pulmonary vein (ripv) but was unable to get to the right superior pulmonary vein (rspv) due to drop on the blood pressure. Intracardiac echocardiography (ice) catheter was inserted and confirmed a pericardial effusion. A pericardiocentesis was performed, but cardiac surgery was required and the patient was placed on extracorporeal membrane oxygenation (ECMO). A pericardial window and sternotomy were performed. The patient was still in the intensive care unit as of (B)(6).